Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported that the patient was unable to recharge due to "body habitus". The device was surgically repositioned on (B)(6) 2013. The device was reprogrammed on (B)(6) 2013. It was stated that the patient recovered without sequela. It was stated that the diagnostic methods were "examination/palpitation" on (B)(6) 2013. It was noted that this was not related to the device or therapy, but it was related to the implant procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that intervention included adding two additional extensions on (B)(6) 2013. It was noted that there was poor coupling and that the final programming date was on (B)(6) 2013.